Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend (vse) instrument moved with unintuitive motion. There was no report of fragment(s) falling inside the patient. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that the instrument movement did not scale with the surgeon's control. The instrument persistently moved in the opposite direction without external collisions. No shakiness and/or friction was observed. There was no instrument-to-instrument or system arm-to-arm interference. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and was found to have the main tube dislodged. The main tube metal tabs were found to be dislodged from the slots at the distal end. They were lifted and not seated in their normal position. As a result, the instrument failed intuitive motion. Additional observation(s) related to customer reported complaint: the instrument was found to fail intuitive motion. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument exhibited unintuitive motion. The instrument failed to move intuitively with full range of motion in all directions on several attempts. The instrument jaws moved in the opposite direction than intended. The grips opened and closed properly. The instrument was not fully functional and did not follow the master tool manipulator (mtm) commands smoothly.